Event description:
N/a

Manufacturer narrative:
Trackwise (B)(4) the lot # 3000274192 history record review was completed. There was an ncmr, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.

Event description:
The hospital reported that during an endoscopic vessel harvesting procedure, vasoview hemopro 2 sealing of the tip jaw area became impossible and the product could not be used. The device could no longer cut the branch effectively. A new device was opened to complete the procedure without incident. There was a little procedural delay. There was no health hazard to patient.

Manufacturer narrative:
Tw ID# (B)(4). Since the device is not available to be returned to us, a technical evaluation cannot be performed. Per our standard sop's, all events are tracked and trended to determine whether or not any trends develop. H3 other text : device discarded.